Event description:
It was reported that at implant, the implantable cardioverter defibrillator (ICD) setscrew was not holding the right ventricular (rv) lead in place. The physician removed, reinserted and screwed the lead down with the wrench provided several times but it would come out with a slight pull. To avoid prolonged asystole in the pacing dependent patient, troubleshooting was abandoned and a different ICD was successfully connected on the first attempt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet. The analyst commented: using honeywell torque wrench gauge 651c-5, the medtronic torque wrench was able to successfully apply 15 inch-oz of torque to gauge. Applying slightly higher torque to the gauge caused the medtronic torque wrench to ¿click¿ without causing damage to the torque wrench.